Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2007 - the pt underwent a ventral hernia repair with implantation of a bard composix kugel hernia patch. During this surgery the surgeon noted incarcerated omentum necessitating a partial omentectomy. The surgeon also noted the small bowel being attached to the abdominal wall necessitating an enterorrhaphy suturing of the intestine. Approx six years later the pt presented with intestinal obstruction, large ventral hernia recurrent incarcerated. There was also fistulization of mesh into the small bowel. On (B)(6) 2013 - the pt was brought to the operating room and underwent exploratory laparotomy, small bowel resection, release of small-bowel obstruction, lysis of adhesions, repair of recurrent ventral hernia, and removal of the composix kugel hernia patch. The surgeon noted "part of the small bowel is fistulizing into the old mesh and this fistulizing has to be chronic but there was definitely purulent material around where the fistula is located." The attorney's report alleges disability, pain, additional surgery, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional info and to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or eval info is obtained, this report will be updated. The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recall composix kugel mesh; therefore, we are submitting this MDR based on the additional info received.